Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pace impedance greater than 2000 ohms and high pacing threshold due to suspected lead body conductor fracture. The lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.